Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm, no delivery alarm, battery out limit alarm due to blank display. No vibration anomaly noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error and they were unable to clear it. Customer stated that the insulin pump was in the pool area and the buttons were slower then normal. Customer also mentioned a no delivery alarm and a battery out limit. Customer was unable to rewind the insulin pump. Customer's current blood glucose reading is 216 mg/dl and will be treating with a syringe. No further information reported.